Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an implant procedure, the stylet was difficult to remove from the right ventricular (rv) lead. Malfunction was alleged on the rv lead. Additionally, the physician alleged unspecified rv lead damage. The rv lead was not used and was not replaced. The patient was stable throughout the implant procedure.